Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line). This occurred during the fourth dwell cycle of peritoneal dialysis therapy. The patient stated that they noted no leaks or connection issues. The patient stated they would complete therapy with manual supplies. There was no patient injury or medical intervention. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.